Event description:
The neurologist's office indicated that the chest pain and arm paralysis are not related to the vns and indicated that the device is not extruding but that it was protruding the skin. The skin is intact and the patient was only referred to the surgeon.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted the surgeon complaining of irritation at the generator site. The patient reported an inability to move the left arm and that the generator is extruding from the site. Infection was ruled out. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The surgeon indicated that the patient was sent for a CT scan with and without contrast and has not returned. No additional relevant information has been received to date.

Event description:
The patient was referred for generator replacement surgery as she was still experiencing burning/throbbing at the generator site that extended into the upper left arm due to the positioning of the device. The physician stated that the symptoms were helped with prescription pain medication. The patient had generator replacement surgery. The explanted generator was discarded by the hospital. Therefore, no analysis could be performed.

Manufacturer narrative:
(B)(4).

Event description:
The generator was originally reported to have been discarded, but it was later received by the manufacturer for analysis. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters.